Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07490. It was reported the patient received two trial leads and did not show up for the appointment to have the leads removed. It was determined the patient had passed away. It was reported the patient had been satisfied with the stimulation at the last contact. An online search determined the exact date of the death. The physician's office was unaware of the cause of the death, and the sjm representative was to follow up again to see if information had been received.